Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported the cassette ceased vacuuming during the phacoemulsification phase of a cataract procedure. The procedure was completed after replacing with a new product. There was no harm to the patient. No additional information is expected.

Manufacturer narrative:
Additional information provided. This is the fifth complaint reported for this finished goods lot and the first reported for this issue. A review of the device history record indicates the order was built to specification. No vacuum during surgery was reported. A used cassette in a tray was returned and was visually inspected. The returned sample was functionally tested using a console. The sample was able to prime, tune, was recognized by the console and the service data was retrieved successfully. Maximum vacuum levels were reached during functional testing. The irrigation and aspiration flow rates were within specification. No leaks or occlusions were observed and sample functioned within specification. The root cause of the customer's complaint could not be established as the returned sample met specifications. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as the returned product met specifications. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).